Event description:
The customer's mother reported via phone call that her daughter just started using the continuous glucose monitoring system. The customer received an alarm saying that she is low even when she was not low and she also received a threshold suspend. Customer's sensor glucose reading was 56 mg/dl and her blood glucose reading was 114 mg/dl. The differences between readings are within an acceptable range. Customer's mother was advised not to calibrate on a sensor alert. A replacement sensor will be shipped to the customer as a courtesy. Customer's mother reported calibration errors and threshold suspend alarms but declined further troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.